Manufacturer narrative:
The nurse call system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Technical support troubleshooting identified that both rooms experienced an unrecoverable software error which required replacement of the room audio station. In addition, the rooms were showing an error message on the applicable user interfaces. Hillrom is reporting the event of code blue button and call button on the side rail of bed not working with no alert on nurse call system. Due to being likely to cause or contribute to death or serious injury, if it was to recur.

Event description:
Customer reported that the code blue switch nor any call device connected from the bed will operate and place a call in two of the patient rooms. This complaint was captured under hillrom ref # (B)(4).